Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: on investigation, the pump was powered on and emitted a call service alarm (069). The pump was opened for investigation and revealed a single component failure on the printed circuit board responsible for the call service alarm. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal to the bumper pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; 087 & 069. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.